Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis. The patient underwent surgery to replace the device. Upon explant, fluid loss was observed in the explanted device. There were no patient complications reported.